Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2019 - 02069, 0001822565 - 2019 - 02070, 0001822565 - 2019 - 02071, 0001822565 - 2019 - 02073. Concomitant medical products: primary di# (B)(4), part 00840004415, lot 62743884, humeral component. Primary di# (B)(4), part 00840009000, lot 63969924, humeral screws. Primary di# (B)(4), part 00840002407, lot 63383785, ulnar component. Primary di# (B)(4), part 00840009400, lot 64013629, articulation kit. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent I&d due to fistulae, a superficial infection was noted less than one year post primary implantation. No further information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Primary di# 00889024271449 no device was returned for evaluation. Review of provided patient medical records confirms a post operative infection where the patient reportedly picked a scab and it became infected and required antibiotics. The patient also reportedly hit their elblow on a desk. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.